Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. As a precaution physio replaced the main keypad assembly. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device intermittently powered off by itself when the nibp button was pressed. This issue is patient related; however there was no adverse patient outcome reported by the customer. No further details were provided by the customer. Physio-control made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event, but has been unsuccessful.